Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block requiring temporary pacing. During the procedure, immediately after ablation, a 2:1 heart block was confirmed via intracardiac (ic) electrocardiogram ECG. Temporary pacing was initiated. Patient was reported to be in stable condition. It was determined that a permanent pacemaker may be necessary, but is being postponed for now. There is no information regarding extended hospitalization. Patient outcome is improved. Patient was discharged from the facility. Physician¿s opinion regarding the cause of the adverse event is that it was secondary to patient movement. There were no issues or errors reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
It was reported that a (B)(6) year-old female patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block requiring temporary pacing. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed to be within specifications. Then, a deflection test was performed and it was found within specifications. The catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).